Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, missing reservoir tube o-ring, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump got damaged at reservoir compartment. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.